Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-19. H6: investigation summary: three loose 3ml syringes (p/n 309657) were received and evaluated. All of the syringes had vertical cracks in their barrels. The conditions observed were non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0316960 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that a crack in the syringe caused vaccine to leak while using the bd luer-lok¿ tip disposable syringe. There was no report of patient impact. The following information was provided by the initial reporter: "there is a crack in the syringe causing vaccine to spray out when syringe is dispensed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack in the syringe caused vaccine to leak while using the bd luer-lok¿ tip disposable syringe. There was no report of patient impact. The following information was provided by the initial reporter: "there is a crack in the syringe causing vaccine to spray out when syringe is dispensed."

Event description:
It was reported that a crack in the syringe caused vaccine to leak while using the bd luer-lok¿ tip disposable syringe. There was no report of patient impact. The following information was provided by the initial reporter: "there is a crack in the syringe causing vaccine to spray out when syringe is dispensed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.